Event description:
A complaint was received from a customer that reported some of the segments were missing form the dex system. The customer stated that they have misread the meter because of the missing segments. While on the phone a review of the system was conducted. It was learned that most of the "hundreds unit" was missing. A request was made to return the system for evaluation. In the meantime a replacement unit was provided.